Event description:
On dec. 4, 2025, medwatch form was forwarded from FDA to the company. Medwatch form was submitted anonymously and reported a code blue notification when the patient did not activate the call button.

Manufacturer narrative:
This MDR is in response to the medwatch received dec. 4, 2025 indicating a malfunction which does not meet the definition of MDR reportable event per 803.3 (o) (2) (ii). Malfunction that is a reportable event means the device has malfunctioned and that the device would be likely to cause or contribute to a death or serious injury should the malbunction recur. There is no situation where this event could cause death or serious injury.